Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the device did not have electric current and as a result was unable to perform a cut. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age, date of birth, gender and weight are unknown. Patient is over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and bent. In addition, a portion of the exposed cut wire was discolored. A functional evaluation found that continuity existed between the 2-in-1 connector and the exposed cutting wire, which allowed proper conductivity across the device. The resistance across the 2-in-1 connector and the cutting wire measured within the cutting resistivity specification. The measured length of exposed cut wire was within specification. Testing the bowing functionality, it was noted that the device was unable to meet the minimum bowing specification; likely the result of the twist and bend along the working length. The condition of the returned incident device was not consistent with the complaint of the device not having electric current, therefore, the complaint could not be confirmed.

Event description:
It was reported to boston scientific corporation that a autotome sphincterotome was used during an endoscopic sphincterectomy (est) procedure performed on (B)(6), 2010.according to the complainant, during the procedure the device did not have electric current and as a result was unable to perform a cut. The procedure was completed with another autotome sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.